Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed upstream occlusion when in use. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.